Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 275 mg/dl. Customer changed their set this morning. Customer has the quickset right now. Customer stated that the new sets are very long and he can't get the no delivery alarms to stop. It was explained that the alarms may be due to site, set, or reservoir issues. Customer has tried different set or cannula lengths and didn't have a good reaction to the silhouette. Customer stated that they have tried all remedies. Insulin pump will need to be replaced. Customer declined troubleshooting for high blood glucose levels. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.